Event description:
The pt reported that their meter was reading inaccurately high. Medical affairs specialist called and spoke with the pt in 2004. Pt refused to provide any further info than what pt already had when pt initially called. Pt just mentioned that their meter was working fine. Pt then disconnected the call before the medical affairs specialist could obtain further information. Based on the initial information pt had provided, the pt had reported that pt was already in the hospital when pt tested on their fasttake meter with a result of 500 mg/dl. It is unknown as to for what reason the pt was admitted to the hospital. After getting the result of 500 mg/dl, pt took 15 units of insulin. Thirty-forty minutes later, pt re-tested on their meter with a result of 261 mg/dl. Unknown if pt was ever tested on the hospital meter while pt was there. Pt was then taken to the ER since pt was feeling shaky, sweaty, and weak. The ER meter result was 40 mg/dl 10-15 minutes later and pt was given "medications/food" to bring their blood glucose up. Since there was a huge difference between the pt's meter result of 500 mg/dl and the ER meter result of 40 mg/dl within 1 hour, the meter could have malfunctioned. The pt did suffer a serious injury and it could also have been contributed due to use error since the pt was unable/unwilling to answer if the meter was coded correctly, or if the meter was in the right unit of measurement. Also, when the pt retested and received a result of 261 mg/dl, it did not match the low symptoms pt experienced just 10-15 minutes later. Therefore, this case is reported as an adverse event.